Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead. Abbott technical support was reviewed device session records and confirmed the event. The suspected cause of the event was tissue build up around the implant location. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.